Manufacturer narrative:
(B)(4). Investigation summary: two photos each containing a 5ml syringe were received and evaluated. One appeared to be in an opened blister pack, and one was loose. It was observed in the photos, both of the syringes had similar plunger rod damage each with a portion of one rib having a crescent shape piece missing, which were rejectable per product specification. Machine logs indicate broken plunger rods were found around the manufacture time of the batch. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the broken plunger rod defect is associated with the assembly process. It was likely due to worn dial components that allowed a part to get stuck in an assembly dial and damage the parts that followed. Related assembly components were replaced at the time the defect was found. It is possible requalification activities did not completely contain the defect and a small portion of defective product ended up packaged with good product. Rationale: no corrective actions are necessary based on the defective rate identified. Batch 9070658 is considered in compliance with our product specification requirements.

Event description:
It was reported that syringe 5ml ll bns plunger rod was broken. This occurred on 11 occasions before use. The following information was provided by the initial reporter: the customer has just begun to use the product and at this moment he notified 11 defective pieces out of 14 used.